Event description:
It was reported that a thrombus occurred. In (B)(6) 2019 the patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was successfully implanted with complete seal of laa. Pre-imaging showed a thin, heavy smoke throughout the left atrium and appendage. The patient was on 2.5 mg of pradaxa post implant. The patient presented for 45 day follow up and a thrombus was seen on the device. There was no change to the device seal. After the thrombus was observed, the patient was put on warfarin. Patient will be re-evaluated in 6 weeks. Patient was fine and there have been no complications.